Event description:
The patient reported when undergoing a routine refill of their intrathecal drug delivery pump, more drug was found in the pump than was expected. The patient reported they expected 3 cc's and the reservoir contained 13 cc's. The patient reported they were "hardly able to walk due to spasticity". The patient was to undergo a pumpogram the following day for a suspected pump failure. The patient reported they were not expecting an elective replacement of the pump until next year. The roller study was performed which indicated no movement. The patient was being scheduled for replacement surgery. The patient was on a low dose (unspecified) of lioresal 2000 mcg/ml. The patient experienced "slight rebound spasticity" and was treated with oral medications. Add'l info received from the hcp indicates the onset of symptoms was in 2007. The patient additionally experiences increased pain. With the volume mismatch, a diagnosis of loss of efficacy due to pump stall was made. In the following month, the hcp was unable to withdraw csf from the catheter port suggesting a catheter malfunction was well. The patient is still awaiting surgical revision. See MFR report #6000030200702848.